Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Following a tavr procedure using a 26mm valve and the sheath was inadvertently removed without the dilator inserted resulting in "copious amounts of blood" and the valve balloon was shredded. It was discussed whether to continue with manta for closure. It was decided to proceed with the manta since the device was already open and the surgeon "would have to cut-down regardless so might as well give it a try". The manta was deployed in the rca, where mild calcification was noted and vessel size was 6.7mm, act was 365 and protamine was given. Manta was deployed at the measured depth and held for approximately 3 minutes until a hematoma began to rapidly grow. A cutdown was performed to complete closure. The physician stated, "this has nothing to do with the manta, the vessel was already compromised". It is likely that when the sheath was removed without the dilator the vessel was damaged prior to manta use. The IFU was reviewed and confirmed to state the safety and effectiveness of the manta device has not been established in patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted.

Event description:
Prior to deploying manta, the sheath was inadvertently removed without dilator inserted. Copious amounts of blood emerged, and the valve balloon was shredded. Physician decided to deploy manta. The manta was deployed and held for approximately 3 min until a hematoma began to rapidly grow. Surgical cutdown was performed.